Manufacturer narrative:
Onyx will not be returned for evaluation as it was consumed in the event. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred post procedure and its cause was unknown. The lot history record review was not possible since the lot number was not reported. Off label use: the current indication for onxy is presurgical embolization of brain arteriovenous malformations (bavms). Information received from the same article as mfrs: 2029214-2015-00653; 2029214-2015-00668. (B)(4).

Event description:
Citation: gartrell bc, marlan hr, gantz bj, et al. Facial and lower cranial neuropathies after preoperative embolization of jugular foramen lesions with ethylene vinyl alcohol (eva). Super-selective embolization (sse). Otol neurotol 33: 1270-1275, 2012. Medtronic (covidien)received information during literature review that hours after occipital and branches of the ascending pharyngeal artery, vertebral artery, and internal maxillary artery l were embolized, the patient demonstrated hoarseness and dysphagia with clear liquids. Her examination revealed a left true vocal fold paralysis and a cranial nerve xi palsy. It was reported the embolization occurred without difficulty with a near-complete reduction in tumor blush.